Event description:
This riata lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2013 due to lead having a chronic threshold of 5.0 v @ 0.5 ms. The physician was dr. (B)(6) at (B)(6) hospital center in white plains, ny. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).